Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during an unknown procedure on an unknown date when it was reported, ¿plumepen ultra cracked in the middle of the procedure and a plastic piece fell into the patient. The piece was removed from the patient.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.